Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd safety glide needle the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter: once the complaint was made, we received a trial box of mckesson prevent sg safety needle "glide" with MFR# 192-n2558s for our nurses to evaluate. After evaluating that product, the nurses felt it too placed them at risk of needle sticks as the safety feature does not always click into place. We used that entire box while we evaluated the product. It is my understanding based on a previous email that prevent sg is a bd product. So to clarify any confusion, there are no bd products for us to return as the nurses evaluated the one box that was sent.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd safety glide needle the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter: once the complaint was made, we received a trial box of mckesson prevent sg safety needle "glide" with MFR# 192-n2558s for our nurses to evaluate. After evaluating that product, the nurses felt it too placed them at risk of needle sticks as the safety feature does not always click into place. We used that entire box while we evaluated the product. It is my understanding based on a previous email that prevent sg is a bd product. So to clarify any confusion, there are no bd products for us to return as the nurses evaluated the one box that was sent.